Event description:
The following information was provided: it was reported that the patient's right knee was revised due to aseptic loosening of the femoral component. A size 5 cr femur and size 5 cs insert were revised to a ts femur with augments and stem, and a 5x9 ts insert. Rep confirmed that: no trauma was reported, there were no allegations against the revised insert, and no further information will be released by the hospital or surgeon.